Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient went to an urgent care clinic due to stoma site redness, swelling, and pus. A culture of the stoma was taken with results pending. The patient was started on unknown oral antibiotics, but the antibiotics gave the patient diarrhea. The patient was switched to cefuroxime 250 mg. Oral antibiotic for 7 days.